Event description:
The physician went to deploy the inferior vena cava (ivc) filter but the device would not release per the manufacturer's instructions. The device was removed and a new inferior vena cava (ivc) filter was inserted with successful deployment. The device was returned to the manufacturer for evaluation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. (B)(4). Investigation is in progress.